Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2020, due to the reported infection at the implant site. The patient was not reimplanted, as of the date of this report. This report is submitted july 23, 2020.

Manufacturer narrative:
This report is submitted on 26 august 2020. Attachment: [174901-dar.pdf]

Manufacturer narrative:
This report is submitted on july 1, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with antibiotics; however, treatment was unsuccessful. Surgery to explant the device is planned; however, unconfirmed to have occurred as of the date of this report.